Manufacturer narrative:
Eval summary: the provided operative notes from the (B)(6) 2007 surgery do not give any detail that would reveal the cause of the subsequent pain. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level, and type of activity (low impact vs. High impact) are unk. Adherence to rehabilitation protocol is unk. A definitive root cause for the pain cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain.